Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat a bilobed abdominal aortic aneurysm. A small type ia endoleak was observed at the conclusion of the procedure. The leak appeared to be coming from the upper aneurysm, while the lower aneurysm was successfully sealed. The physician elected to conclude the procedure and follow up with the patient in 30 days. It was noted that the physician was not concerned about aneurysm rupture. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia. Additionally there was evidence to reasonably support the following observation; endoleak type ii from the lumbar. The type ia endoleak complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be under surveillance. The clinical assessment determined that there was evidence to reasonable suggest a type ii endoleak (lumbar) occurred that were not included in the event as reported. The type ii endoleak was discovered on (B)(6) 2018 during review of the 1month post implant CT scan. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).